Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. The legal manufacture reviewed the customer provided cleaning disinfection and sterilization (cds) processes where customer likely deviated from the instructions for use (IFU). The customer did not immerse the endoscope in the detergent solution. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects in the nozzle. There was no patient involvement.